Manufacturer narrative:
Evaluation: results: arterial and venous occlusion. History of peripheral artery disease; calcified plaque of the left lower limb. Evaluation: conclusion: history of peripheral artery disease; calcified plaque of the lower limb.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately 2 months ago. The patient has a history of hypertension, obesity, ascending aortic aneurysm, peripheral artery disease, and chronic obstructive pulmonary disease. Vessel morphology was not reported. It was reported that the talent stent graft was implanted without issues, and the patient was doing well post-implant. Approximately 2 weeks post-implant, the patient presented with severe lower left leg pain and acute left leg claudication due to a left iliac artery occlusion. The physician elected to perform an emergent femoral-femoral bypass, which successfully resolved the occlusion. During the procedure, a significant amount of calcified plaque was noted, and an endarterectomy was performed. Although the common femoral and profunda arteries had good pulses, the left sfa had poor pulsation; therefore, the physician elected to remove more plaque from the sfa wall, which resulted in good pulses noted throughout the left lower limb. Consequently, the occlusion of the left lower extremity was resolved. No additional clinical sequelae were reported and the patient is fine.